Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
On (B)(6) 2015, the customer allegedly received the following results, with two different aviva meters, within 10 minutes: 410 mg/dl and 167 mg/dl (system 1), and 102 mg/dl (system 2). On (B)(6) 2015, the customer allegedly received the following results, with two different aviva meters, within 10 minutes: 101 mg/dl and 500 mg/dl (system 1), and 98 mg/dl (system 2). No adverse event reported. The test strip lot number was not provided for system 2. Return of the suspect device was requested for evaluation.